Manufacturer narrative:
H.6.: code b22: results pending completion of investigation. H.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: device name: gore® tag® conformable thoracic stent graft with active control system, lot # 20059796, catalog # tgm343410j, UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system. On an unknown date, a first follow-up exam revealed that two gore® tag® conformable thoracic stent grafts with active control system moved distally, like stent grafts were drawn into the aneurysm sac. On (B)(6) 2023, a reintervention was performed. Before tevar, 2 debranch bypass was created. Then, a gore® tag® conformable thoracic stent graft with active control system was implanted proximally. Gore® excluder® aaa endoprostheses (contralateral legs) were implanted in the brachiocephalic artery by a chimney technique. An angiography revealed the proximal type I endoleak was resolved and the procedure was concluded. The physician stated that the proximal neck length had been short (2 cm). Reportedly the distal arch aorta was tortuous like s shape and the aneurism was large and its shape was large to the left direction.

Manufacturer narrative:
H.6. Type of investigation code b22 updated to code b13, b14, b17 with completion of phr review . H.6. Investigation findings: code c21 updated to code c19 with completion of phr review . H.6. Investigation conclusions: code d16 updated to code d1001 and d12. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications may include, but are not limited to endoleak, migration, and reoperation.